Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not reported. The customer stated the device was unusable. The insulin pump will not return for analysis.

Manufacturer narrative:
The device was received with pump error 43 occurring at start-up due to moisture damage to the electronic assembly. No critical pump error (open book image) alarm noted. The device passed the self test, the sleep current measurement and the active current measurement test. Pump failed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to pump error 43.